Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6) 2014. During the procedure, the surgeon attempted to insert two acetabular liners into the acetabular cup without success. Both liners were removed and the acetabular cup was removed. Another liner and cup were attempted for use with the same result. The surgeon opted to use a different style liner with the second cup attempted for implantation and was able to complete the procedure successfully.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. The root cause of the event could not be determined.